Event description:
The vapor transfer cartridge portion of the disposable circuit leaks sterile water out from the bottom near a rounded white cap. We have had similar problems with this same device in the past. The leak is typically found during setup. No patient harm.======================manufacturer response for breathing circuit, (brand not provided) (per site reporter).======================the sales representative has been replacing the defective product. The sales representative also stated that there is a fix for the leaky circuits and that there would be a technical bulletin coming out with an improved product.